Event description:
It was reported that the pt fell and then had a loss of stimulation. At the time the pt had been diagnosed with cancer and did not want to pursue revision until after his cancer was controlled. Following treatment the pt underwent surgery to replace the broken lead. The pt's neurostimulator was replaced at the same time. The pt recovered without sequela.

Manufacturer narrative:
.